Event description:
(B) (4). Same case as 2134265-2009-04584 and 2134265-2009-04562. It was reported that post-percutaneous coronary intervention procedure, a patient death occurred. The patient presented with unstable angina. Three lesions were identified in the patient at the time of presentation. Target lesion #1 was 95% stenosed and located in the left anterior descending (lad) artery. The lesion was 28mm in length and the reference vessel diameter was 3.0mm. A liberte bare metal stent (bms) 3.0x28mm was implanted at the lesion site. Residual stenosis was 2%. Target lesion #2 was 99% stenosed and located in the right coronary artery (rca). The lesion was 20mm in length and the reference vessel diameter was 2.7mm. A liberte bare metal stent (bms) 2.75x20mm was implanted at the lesion site. Residual stenosis was 5%. Target lesion #3 was 95% stenosed and located in the rca as well. The lesion was 32mm in length and the reference vessel diameter was 3.0mm. A liberte bare metal stent (bms) 3.0x32mm was implanted at the lesion site. Residual stenosis was 3%. No patient complications were reported and the procedure was documented as a technical success. Eleven days post-procedure, the patient experienced sudden cardiac death. It is noted that at the time of the event, the patient had been experiencing unstable angina and receiving heparin therapy, iib and iiib agents (details unspecified). No further information is available.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is (B) (4): device not returned for analysis.